Event description:
Ultrasound guided right internal jugular vein cannulation. Upon introduction of the needle into the jugular vein and the guide wire through the hemostream catheter placement, the end of hemostream wires that came with the kit snared off the end of the entry needle and floated from the internal jugular vein into the right ventricle. A 27 mm snare was used to retrieve the foreign body out of the right ventricle without complication to the pt.